Manufacturer narrative:
The returned device was evaluated. Evidence of an internal leak and corrosion was found; its root cause was determined to be a tear in the soft cannula. Qualification records were reviewed and the product met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose reached 280 mg/dl while wearing the pod between 24 and 36 hours. The patient's blood glucose and insulin history is as follows: (B)(6). The product was returned for evaluation.